Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acomm) using a benchmark 6f 071 delivery catheter (benchmark), a sheath, coils, a flow diverter, and a guidewire. During the procedure, the physician positioned the benchmark in the petrous segment of the internal carotid artery (ica). Upon removal at the end of the procedure, it was noted that the benchmark was fractured and the proximal third was retrieved. The physician then gained access in the opposite femoral artery and used a snare device to retrieve the fractured segment of the benchmark. The procedure ended at this point. Due to the patient's dual antiplatelet therapy (dapt), the physician was unable to use an angioseal and instead applied prolonged manual pressure to the groin. There was no report of an adverse effect on the patient.

Manufacturer narrative:
The following section was updated: 1. Section b. Box 5. Describe event or problem. Evaluation of the returned benchmark 6f 071 delivery catheter (benchmark) confirmed that the catheter was fractured. Based on the lack of stretching at the fracture location, it was likely the result of a kink. If the benchmark is manipulated against resistance during use, the device may kink and subsequently fracture. Based on the reported event, the root cause of resistance during the procedure could not be determined. Further evaluation revealed kinks along the catheter shaft. This damage is incidental to the reported complaint and may have occurred during snaring for removal or handling post procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acomm) using a benchmark 6f 071 delivery catheter (benchmark), a sheath, coils, a flow diverter, and a guidewire. During the procedure, the physician positioned the benchmark in the petrous segment of the internal carotid artery (ica). Upon removal at the end of the procedure, it was noted that the benchmark was fractured and the proximal third was retrieved. The physician then gained access in the opposite femoral artery and used a snare device to retrieve the fractured segment of the benchmark. The procedure ended at this point. There was no report of an adverse effect on the patient.